Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional ifrnoamtion from patient was received. Patient stated the replacement of recharger resolved the loss of stimulation and pain, and patient noted it kept breaking so patient had to send back several of these. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: m943899a, product type: accessory. Product ID: 97755, serial# (B)(4), product type: recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the recharger antenna cord was frayed. The patient stated they had been in pain since monday ((B)(6) 2018). The patient stated it was taking about 5 hours to charge. The patient stated they were without stimulation for 5 days and were in pain. A replacement and back-up recharger were sent. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.